Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right atrial lead failed to retract and exhibited high capture threshold. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece with helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.